Manufacturer narrative:
Analysis of the returned implantable neurostimulator (ins) (B)(4) found that the ins was okay with insignificant anomalies. The ins passed final functional testing on the automated test console. A lab functional test determined that there was good stable output on the electrode pairs that the ins had when it was received, and also good stable output on all electrode pairs. There were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 centimeter (cm) spacing between the recharger antenna and the ins and no issues was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. Analysis determined that telemetry was acceptable. Visual inspection of the connector module observed that it was scratched and there was foreign material under the cover. Visual inspection of the connector port observed foreign material in the port(s). Visual inspection of the grommets observed a cosmetic cut in the #0 grommet. Analysis of the returned lead (B)(4)found conductors broken in the lead body at the site of an unknown anchor. The #8-#15 conductors were broken 10.5 cm from the distal end. Electrical testing of the lead determined that continuity was complete and no electrical shorts were identified between the circuits. Continuity was acceptable based on visual testing only due to the returned condition. During visual analysis of the lead, it was noted that the #5 and #7 electrode tabs of the distal end were not returned. Analysis observed that the electrodes were pulled out/off. The #1 and #3 electrode tabs had overstress damage. Analysis determined that the #0-#7 conductors were broken at the distal end due to overstress/damage. The lead was returned in three segments, two proximal segments and one distal segment. Segment 1 consisted of the #0-#7 circuits and segment 2 consisted of the #8-#15 circuits. Visual inspection of the conductors observed that all conductors were cut. Visual inspection of the lead insulation observed that the body insulation was cut through, and the outer insulation was melted. Visual inspection of the distal end of the lead observed that the molded rubber had overstress damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient had high impedances of over 10000 ohms and no stimulation following a car accident. The system was explanted and replaced on (B)(6) 2017. During the procedure, it was reported that there was fluid inside of the head of the ins. It was reported that bloody fluid came out of the 0 - 7 port. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that the patient's ins quit working and that they lost stimulation following a car accident. The patient stated that they had not had their device checked since the accident. The patient was unable to check the device with their patient programmer because their dog chewed up the antenna (see related pe) but they were able to use the ins recharger (insr). It was noted that the battery was blinking at 25%, that the insr had full coupling, and that it showed stim was off. It was reviewed that the ins should be charged to at least 25% and that the patient should then try to turn stim on. The patient was advised to meet with a healthcare provider to get the device checked. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65 serial# (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2017 product type lead analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the manufacturer representative which reported that the implantable neurostimulator and lead were damaged/non-performance. No further complications were reported or anticipated.